Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose reading was 50 mg/dl at the time of incident and current blood glucose level was 175 mg/dl. Customer¿s other blood glucose levels were 52 mg/dl and 42 mg/dl. Customer was treated with food and juice. Insulin delivery was not suspended due to sensor glucose value. Customer did not allege insulin pump was over delivering. Customer was using auto mode. The insulin pump will not be returned for analysis.